Event description:
The customer reportedly received the following blood glucose results on the accu-chek aviva system within 10 minutes: 449mg/dl, 187mg/dl, 319mg/dl and 239mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.